Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and external ram crc error. The blood glucose level was 167 mg/dl. Customer reported that they were able to clear the alarm. Customer able to complete rewind. Customer has experienced multiple unexpected restart alarms after battery change. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.